Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2018. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room five days after implant. It was noted that the patient had oozing bright red blood from one centimeter of dehiscence. Red blood with a creamy appearance was expressed from the wound. The patient had developed a pocket hematoma. The patient was admitted and given medications including antibiotics. The device remains in use. The patient is a participant in the attain stability quad clinical study. No further patient complications have been reported as a result of this event.